Event description:
We received a report that a patient experienced unexpected post-op refraction of -1.50 diopters in the right eye after implantation of an zmb00225 intraocular lens (iol). The sales representative knew on (B)(6) 2014 of the unexpected post-op refraction. In follow up it was learned that the iol was explanted on (B)(6) 2014. The iol was cut into four pieces to remove it from the patient''s eye.

Manufacturer narrative:
(B)(4. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4) - explant of intraocular lens and unexpected post-op refraction. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection revealed that the lens was cut into three pieces. One haptic was cut in the middle and part of it was missing. Also, the sample has residuals (debris/particles) compatible with handling the lens out of sterile environment and the explant process. The diopter measurement was unable to be performed due to the condition of the lens returned (lens was cut in three parts). Manufacturing records were reviewed. All process operations were in compliance with manufacturing procedure specifications. No deviation or non-conformance was found related to the complaint type reported. Review of diopter verification records showed the iol met release specifications. All pertinent information available to the manufacturer has been submitted.